Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: minor tip damage, bunching at distal tip, liner was torn at .5¿ from distal through 5.5¿ in length, liner strand 1¿ in length starting from proximal ends of the liner tear, and marker band intact. No other abnormalities were observed. Functional testing was not performed due to the nature of the complaint. Dimensional testing of the liner thickness along the length of the liner tear was found to be within specification. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process. During final manufacturing process of the esheath the device is 100% visually inspected by both manufacturing and quality. In addition, product verification testing was performed on a sampling basis and all testing met specifications. The verification includes expander insertion force testing and seam inspection pre- and post-expansion testing. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the event. A review of lot history revealed no other complaints for this event. A review of the complaint history for edwards esheath introducer set (all models and sizes) revealed other returned devices from october 2018 to september 2019 for the reported complaint. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the december 2019 control limit for all the trend categories. The esheath IFU, commander delivery system training manual, the esheath preparation training manual and the commander delivery system procedural training manual were reviewed for guidance and instruction involving the esheath and delivery system usage. The esheath IFU provides contraindications for patients with tortuous or calcified vessels ¿ ¿this product is contraindicated for patient¿s with tortuous or calcified vessels that would prevent safe entry of the dilators or esheath. The IFU provides precautions on sheath insertion. Factors that can allow for successful sheath insertion are: the esheath temporarily enlarges to allow the passage of devices; ensure that the vasculature can accommodate the maximum diameter of the expanded sheath, when inserting, manipulating or withdrawing a device through the sheath, always maintain orientation of the sheath position, and when puncturing, suturing or incising the tissue near the esheath, use caution to avoid damage to the sheath. In addition, the procedural training manual provides instructions on sheath insertion. Factors included: an additional dilator may or may not be included with the system for vessel dilation. If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath, the 16f sheath is to be used with a minimum vessel diameter of 6.0 mm and the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. The complaints for were confirmed based on visual inspection of return device. However, no manufacturing non-conformances were identified in the returned devices. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. It is possible that patient and/or procedural factors contributed to the reported events. Patient¿s access vessel was mildly calcified and tortuous. Calcification could interact and damage the sheath resulting in the observed liner torn during the device removal. Sheath distal tip bunching indicates that the burst balloon was caught at the sheath tip during delivery system withdrawal. Additionally, per report, ¿the delivery system was able to be drawn back into the sheath with minor resistance.¿ as resistance was met during removal of a burst balloon through sheath manipulation could have been used to pull the delivery system with burst balloon back into sheath which then resulted in the observed sheath liner torn and strand. In this case, available information suggests that patient factors (access vessel calcification) and/or procedural factors (excessive device manipulation during retrieval of burst balloon) contributed to the reported complaint events. However, a conclusive root was unable to be determined. Dimensional measurement of the returned device was within specification. No IFU/labeling/training inadequacies and no manufacturing non-conformances were identified during evaluation. The complaint occurrence rates did not exceed the december 2019 control limits for the applicable categories. As such, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Reference mfg. Report no. (B)(4).

Event description:
As per pre-decontamination observation a sheath shaft liner strand from the proximal end of the liner tear was observed. As reported by our canadian affiliate, during removal of a 14fr esheath a split in the sheath caused a ¿spray¿ of blood through the expanding portion of the sheath.   After the valve was deployed the delivery system balloon ruptured with 1cc extra volume. The delivery system was able to be drawn back into the sheath with minor resistance. The procedure was  successful, with no injury to patient. Patient blood-loss was minimal. There was no vascular injury to the patient.